Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the 5 volt power supply cable connectors. The system operates as intended.

Event description:
It was reported that the system shut down on its own. No patient injury was reported.